Event description:
The patient was admitted with a severely calcified lesion in the mid left anterior descending artery. The lesion was pre-dilated. Then, a 3.5 x 33mm cypher select plus stent was could not get across the lesion. Therefore, the physician withdrew the stent. As the stent was being withdrawn it dislodged. The physician deployed that stent then used a xience v stent to treat the lesion. The procedure was successfully completed.

Manufacturer narrative:
A 2.5 x 20mm balloon was used during the index procedure. The complaint received states that the cypher stent failed to cross the target lesion and then dislodged from the delivery device while in the patient. The patient was admitted with a severely calcified lesion in the mid left anterior descending artery. The lesion was pre-dilated. Then, a 3.5 x 33mm cypher select plus stent was could not get across the lesion. Therefore, the physician withdrew the stent. As the stent was being withdrawn it dislodged. The physician deployed that stent in a non-target area then used a xience v stent to treat the lesion. The procedure was successfully completed. The stent remains implanted thus unavailable for analysis. One non sterile cypher select + 3.50x33mm was received coiled inside a plastic bag. Stent was not received. The balloon was already inflated. Sds did not show any damage. Crimping and bumping marks were observed in the balloon. No more anomalies were found. Crossing profile could not be performed since the stent was not received. During microscopic analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported "failure to cross" by the customer could not be confirmed; since stent was not received. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The reported failure "stent dislodged" could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. The failure reported "failure to cross" by the customer could not be confirmed; since stent was not received. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The reported failure "stent dislodged" could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. Review of the information suggests that vessel and target lesion characteristics may have contributed to the reported events.